Event description:
Healthcare professional reported "with pain, local swelling, infection, grade IV capsular contracture, and a change in the shape of the breast that makes mobility difficult." Elastomeric folds and thickening together with diffuse capsular enhancement of both fibrous capsules¿, "note the rounded shape of the left implant", ¿pain¿, ¿local swelling/oedema¿, ¿infection¿, ¿grade IV capsular contracture¿, ¿change in the shape of the breast that makes mobility difficult", ¿cysts¿, -not device related ¿benign calcifications¿- not device related, ¿nodular outline in the left breast¿, ¿small isodense nodule with partially obscured parenchymal margins, in a retroareolar situation, measuring around 0.7 cm and probably benign in appearance¿ this is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture and infection (late onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: grade IV capsular contracture, ¿infection".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Fi summary: with the information collected during the investigation, there is enough evidence to support that serial number 19078544 was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30014055 is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of nov 2021 through oct 2023, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. Additional, changed, and/or corrected data: h10

Event description:
Healthcare professional reported "with pain, local swelling, infection, grade IV capsular contracture, and a change in the shape of the breast that makes mobility difficult." Elastomeric folds and thickening together with diffuse capsular enhancement of both fibrous capsules¿, "note the rounded shape of the left implant", ¿pain¿, ¿local swelling/oedema¿, ¿infection¿, ¿grade IV capsular contracture¿, ¿change in the shape of the breast that makes mobility difficult", ¿cysts¿, -not device related ¿benign calcifications¿- not device related, ¿nodular outline in the left breast¿, ¿small isodense nodule with partially obscured parenchymal margins, in a retroareolar situation, measuring around 0.7 cm and probably benign in appearance¿ this is for the left side. The device remains implanted.